Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office notes: some pain in knees with stairs, fairly active and able to perform activities without issues; revision notes: the patellar button was grossly loose, held in only by scar tissue. There was extensive titanium debris and synovitis throughout the knee, which was debrided. Complaint is confirmed with the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient was revised eight years, four months, post implantation, due to pain, crepitus, and loosening. During the revision, the hcp noted the patella was grossly loose, scar tissue, debris, synovitis, and implant wear. The patella was replaced for cause(loosening)and polyethylene was exchanged as a best practice without complications. The femur and tibia were well fixed and remained implanted.